Event description:
The customer reported a fiber was removed from the eye during the initial surgery. No patient harm was reported. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).